Event description:
It was reported that the customer's belt clip broke and the insulin pump fell, shattering the display screen. The screen of the device was cracked and scratched on both sides and on the back. The customer's blood glucose was 432 mg/dl. The caller stated that the customer's blood glucose was elevated because the customer had been disconnected from the device sine the night prior to the phone call. The customer was treated with manual injections. The customer fell sick to the stomach. The caller declined troubleshooting. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.